Manufacturer narrative:
During follow-up, the patient said she did not notice any defect or malfunction with the f14 product.

Event description:
Intermittent catheter patient (user) reported while using the f14 catheter she acquired a urinary tract infection (uti) but did not specify that it was the catheter that caused the uti. During follow-up, the patient said she had an infection from the prior month that came back again since her body was trying to get used to the antibiotics prescribed to her. After taking it, she was tested and found to have no infection.